Event description:
A distributor in slovakia reported an issue with an insulin pump, identified under malfunction code 12, which occurred on (B)(6) 2026. There was no adverse impact on the customer's blood glucose level as it did not exceed specified limits. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after this intervention. The customer was advised to call back if the issue reoccurred and could continue using the pump.